Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill error. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by clinical personnel that prior to being placed into use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.